Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was reviewed and it is believed the inner two rows of staples did not properly deploy and supports the event description ¿but only three staples formed on the two inner and the other staples did not form at all on the patient side.¿ however the photographs do not provide evidence relative to what may have caused the incomplete staple deployment.

Event description:
It was reported that during a sleeve gastrectomy procedure on the sixth firing with a green cartridge. The device fired normal, but only three staples formed on the two inner and the other staples did not form at all on the patient side. The procedure was completed with suture and there was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3th firing. Echelon straight/flex: asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Gore, seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.